Event description:
It was reported that when the device was used during a keller resection procedure, it did not cut and fired and incomplete staple line. The case was completed with a same like device one device is being returned.